Event description:
The balloon could not be inflated. While attempting to inflate the balloon several times the hub kept coming out of the inflation device. A new balloon with the same brand name and size was used and there was no problem inflating the balloon.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been rec'd to date.